Event description:
On (B)(6) 2013, the surgeon performed an ifuse si joint arthrodesis on the patient placing three implants. The patient complained of a recurrence of pain following the procedure. The surgeon suspected that the implants may have been placed too posterior. On (B)(6) 2014, the surgeon performed a second surgery where he added two implants anterior to, and between, the initial implants as additional fixation for the si joint. No implants were removed. The patient was doing well following the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is late recurrence of symptoms. Part numbers: ifuse implant, p/n 7040-90, lot# 8047003363007, manufactured 05/07/12, expires 2015-07. Ifuse implant, p/n 7040-90, lot# 8175003804007, manufactured 08/13/12, expires 2015-09. Ifuse implant, p/n 7045-90, lot# 8078003696004, manufactured 06/18/12, expires 2015-08.